Event description:
It was reported that the device was smoking. There was no pt involvement and no report of adverse consequences associated with this event. No additional info will be available from the account.

Manufacturer narrative:
The device was destroyed at the account. The device history record could not be reviewed, as the lot number was not provided. If any additional info is received, a follow up report will be filed.